Event description:
It was reported that the patient had received medical treatment from a diabetes instructor at a hospital due to hyperglycemia (B)(6) 2023. The patient's blood glucose levels reached 530 mg/dl while wearing the pod. The patient reported having a communication alarm on their pod during the start up process. Due to this they were unable to put their pod on and their blood glucose levels went high. The patient was treated with a manual injection of insulin. The patient was also provided with a replacement controller for their pod system. The patient was released an hour after arriving on the same day. The patient removed the pod before they went to the hospital. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.